Event description:
A customer contacted beckman coulter, inc. (Bec) to report a fluid leak under immage 800 immunochemistry system. The customer discovered a puddle of fluid underneath the instrument while running qc. Qc results were acceptable, but the customer stopped running the instrument. No erroneous patient results were generated. The operator was wearing gloves and lab coat, and made no direct skin contact while cleaning up the puddle. Msds was not reviewed, but the facility has exposure control plan. The operator did not seek medical attention, and no injury was reported. A field service engineer (fse) visited the site and identified a loose fitting on the syringe manifold. The fse secured the fitting to resolve the issue. Service activity performed was verified to meet the specified requirements per established procedures.

Manufacturer narrative:
(B)(4).